Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient information was requested but not provided.

Event description:
It was reported a failure to alarm air-in-line event while infusing medication cefazolin 50ml IV.

Manufacturer narrative:
The customer¿s stated issue of ¿failure to alarm for ail¿ was not confirmed through the event log or testing. Results from a review of the pcu error log shows no malfunctions on the suspected event date, this was the last time the device was in use. The pump module air bolus limit setting was at 250 l and the ail accumulator was turned on. Log analysis results confirmed the presence of two (2) ail alarms in the event log of the returned pcu on (B)(6) 2019. Log results are indicative of the unit alarming for air-in-line when the presence of air is in the tubing based on the air bolus limit setting configured by the hospital. Results from the air-in-line threshold test (single air bolus detection testing and accumulated air detection testing) demonstrated the unit was operating within specifications. There were no leaks noted in the disposable tubing during pressure testing. The root cause of the report was not identified during the investigation.

Event description:
It was reported a failure to alarm air-in-line event while infusing the antibiotic medication cefazolin 50ml IV.